Manufacturer narrative:
(B)(4). Date of event has been estimated. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The UDI is unknown because the part number and lot number were not provided.

Event description:
It was reported that the procedure was to treat a lesion in an unknown vessel. During advancement of the whisper guide wire, there was delamination of the hydrophilic coating in the distal portion of the guide wire creating resistance with the internal lumen of the guiding catheter. The guide wire failed to cross due to the interaction with the guiding catheter. During retraction, there was resistance and the guide wire became hydrophobic. Another device was used to complete the procedure. No coating or polymer came off the guide wire. A non-abbott guide wire was used to complete the procedure. There was no adverse patient effect and the patient was stable. There was no clinically significant delay. No additional information was provided.